Event description:
The iab was inserted into the pt on 10/98/96. On 10/10/96, the "rapid gas loss" alarm sounded from the pump three times. Then, blood was noted in the tubing. The dr tried to remove the iab but was unable to. As a result of the event, the pt went to the o.r. To have the iab surgically removed. The contact remarked that the iab was stuck on some plaque. On 10/18/96, co was notified that the iab was probably discarded.